Event description:
A report was received that the patient had a dural tear during revision (MFR report number 3006630150-2019-00572). The physician was able to successfully repair the tear under microscope. The patient was reportedly doing well.